Event description:
It was reported that: towards the end of the case, the user was making an adjustment to the apl valve and the top of the valve came apart. The patient was able to breathe spontaneously at that time and an alternate ventilation device was not required. No patient injury.